Event description:
The nursing home purchased t.h.e. Medical's 1,000 lb titan floor lift in (B)(6) 2006. As described to the representative of the manufacturer who visited this facility shortly after the adverse event, (B)(6) was being transferred by one caregiver when she fell out of the sling onto the floor, injured her head, and was taken to hospital where she expired. The sling in question was manufactured by another manufacturer, (B)(4) (not t.h.e. Medical). The sling was still attached to the lift after the fall. The lift was inspected and was in good working order and did not cause or contribute to the fall.